Manufacturer narrative:
Additional information reported was received in the operative report for (B)(6) 2010 from the health care provider.

Event description:
Sales received a report of a device explant after an implant duration of approximately 7 1/2 years, due to unknown reasons.

Event description:
Per operative report, the device was explanted after an implant duration of 7.5 years due to severe prosthetic mitral stenosis. Patient experienced increasing dyspnea and right heart failure for which he was seen and left untreated other than medical management. A week later, the patient presented at the hospital with severe dyspnea and pulmonary edema. On arrival, he had early multi-system organ failure and was intubated due to severe respiratory distress prior to surgery.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets. At the free margins calcification is minimal to moderate in leaflet 1 and moderate in leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4mm. Moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue is heavy at the stent outflow and stent inflow. The sewing ring is cut at commissure 2. The x-ray demonstrates calcification. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Operative report was requested, but not provided. No patient history was made available. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Without knowledge of the patient history, the root cause for the calcification for this particular valve cannot be determined at this time. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.